Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump has cosmetic damage. The blood glucose at the time of the incident was unknown. The customer also stated that the damage was around the battery and the reservoir compartment. Troubleshooting was performed and found out that the reservoir was able to lock into place when inserted into the pump. The device will be returned for analysis.